Event description:
It was reported that an echocardiogram showed the intraventricular septum appeared to be displaced to the right in addition to moderate aortic regurgitation and posterior mitral leaflet prolapse. No changes were made to the patient's plan of care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system and the reported events (suspected thrombus and aortic insufficiency) could not be conclusively determined. A specific cause for the reported gastrointestinal bleeding could not be conclusively determined. The submitted log file contained events spanning from (B)(6) 2023. The log file appeared to show the system operating as intended at the set speed. A review of the relevant sections of the device history records could not be performed as the serial number of the heartmate ii left ventricular assist system was not provided by the account. The heartmate ii left ventricular assist system instructions for use (rev. C) lists thrombus and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. This document warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system and the reported events could not be conclusively determined through this evaluation. The submitted log file contained events spanning from 16feb2023 to 04mar2023. The log file appeared to show the system operating as intended at the set speed. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The heartmate ii left ventricular assist system instructions for use lists thrombus and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. This document warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a drop in hemoglobin and hematocrit (h/h) with no symptoms of thrombus. The drop in h/h was believed to be due to a gastrointestinal bleed but both esophagogastroduodenoscopy (egd) and capsule study were negative for gastrointestinal bleeding.